Event description:
It was reported that a manufacturer representative adjusted the implantable neurostimulator (ins) with a clinician programmer and the patient was shocked. It was noted that once stimulation was turned down it didn¿t shock the patient anymore. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 8840, serial# unknown; product type programmer, physician. (B)(4).